Event description:
It was reported that the patient had a driveline power fault that appeared after damage to the driveline from unknown source. The modular cable was changed out and the patient was changed to their backup system controller. Rescue tape was placed on the damaged cord. The alarm was gone after the new system controller was placed. Log files were reviewed, and it showed that the fuse was blown in the system controller. This caused the driveline power fault on power a and the concern is that the ground wire was also compromised. Something sharp must have cut through the yellow kevlar layer and nicked both the power a and ground a. Upon talking to a nurse, they had just changed the patient's dressing and there was no damage done at that time. They heard an alarm and upon return to the patient room, they noticed the damage. They said this patient has had behavioral issues such as pulling out PICC lines multiple times in the past. The site thinks they might have gotten a hold of something. The patient denies this and also refused hospice.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the modular cable was returned for evaluation following the reported event of driveline power fault alarms. The reported driveline power fault alarms are addressed under the system controller and pump investigations. The submitted and downloaded system controller event log files contained data spanning 21 days (05:10:22 on 13mar2025 ¿ 09:54:46 on 03apr2025). At 08:28:11 on (B)(6) 2025, a controller internal fault alarm associated with power a fuse open fault activated. At 08:28:13, the controller internal fault alarm clears, and a driveline power fault alarm activates due to a detected open on power line a. The driveline power fault alarm and associated power an open fault remained active until the driveline was disconnected at 09:52:08 on (B)(6) 2025 to exchange the system controller. The power a fuse open fault did not resolve within the log file. The pump maintained a speed within the expected range without issue while the driveline was connected. The returned modular cable (lot number: 8410230) was functionally tested with the returned system controller and found to operate as intended during analysis. Evaluation of the returned modular cable did not reveal any damage that would have resulted in the reported event. Provided information stated that the reported the driveline power fault alarm resolved after a system controller exchange. No functional issues were found with the modular cable. The relevant sections of the device history records for the vad modular cable (lot number: 8410230) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. C and the heartmate 3 patient handbook, rev. D are currently available. The heartmate 3 instructions for use (rev. C) section 6 entitled ¿patient care and management¿ and the heartmate 3 patient handbook (rev. D) section 4 entitled ¿living with the heartmate 3¿ instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The heartmate 3 instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and the heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline power fault alarms. Additionally, these sections provide additional instructions regarding driveline care in the section entitled, "what not to do: driveline and cables". The heartmate 3 instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and the heartmate 3 patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Pertaining to driveline care, it provides instruction for the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. The heartmate 3 patient handbook (rev. D) cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. It was noted during the investigation that there was an insulation breach on the communication a (green) wire. The opened modular cable was then placed into a saline bath and attached to a high voltage insulation tester to further test for insulation breaches/current leakage that may have damaged the system controller fuse. Testing in the saline bath confirmed breaches in the insulation of the communication a wire nearing a kink and further along the wire. The modular cable was removed from the saline bath and the insulation breaches in the communication a wire were confirmed under a microscope. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Sections d9 and h3: corrected. Manufacturer¿s investigation conclusion: the modular cable was returned for evaluation following the reported event of driveline power fault alarms. The reported driveline power fault alarms are addressed under the system controller and pump investigations. The submitted and downloaded system controller event log files contained data spanning 21 days (05:10:22 on (B)(6) 2025 ¿ 09:54:46 on (B)(6) 2025). At 08:28:11 on (B)(6) 2025, a controller internal fault alarm associated with power a fuse open fault activated. At 08:28:13, the controller internal fault alarm clears, and a driveline power fault alarm activates due to a detected open on power line a. The driveline power fault alarm and associated power an open fault remained active until the driveline was disconnected at 09:52:08 on (B)(6) 2025 to exchange the system controller. The power a fuse open fault did not resolve within the log file. The pump maintained a speed within the expected range without issue while the driveline was connected. The returned modular cable (lot number: 8410230) was functionally tested with the returned system controller and found to operate as intended during analysis. Evaluation of the returned modular cable did not reveal any damage that would have resulted in the reported event. It was noted during the investigation that there was an insulation breach on the communication a (green) wire. The opened modular cable was then placed into a saline bath and attached to a high voltage insulation tester to further test for insulation breaches/current leakage that may have damaged the system controller fuse. Testing in the saline bath confirmed breaches in the insulation of the communication a wire nearing a kink and further along the wire. The modular cable was removed from the saline bath and the insulation breaches in the communication a wire were confirmed under a microscope. Provided information stated that the reported the driveline power fault alarm resolved after a system controller exchange. No functional issues were found with the modular cable. The relevant sections of the device history records for the vad modular cable (lot number: 8410230) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. C and the heartmate 3 patient handbook, rev. D are currently available. The heartmate 3 instructions for use (rev. C) section 6 entitled ¿patient care and management¿ and the heartmate 3 patient handbook (rev. D) section 4 entitled ¿living with the heartmate 3¿ instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The heartmate 3 instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and the heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline power fault alarms. Additionally, these sections provide additional instructions regarding driveline care in the section entitled, "what not to do: driveline and cables". The heartmate 3 instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and the heartmate 3 patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Pertaining to driveline care, it provides instruction for the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. The heartmate 3 patient handbook (rev. D) cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.